Event description:
Vent would not indicate accurate expiratory volume. Reading zero. Vent swapped out while patient was bagged. No harm to patient. Manufacturer response for ventilator, (brand not provided) (per site reporter). Manufacturer repaired device. Exhalation flow sensor assembly (evq) was faulty. The evq was replaced with new sensor. Device tested/ found in working order and returned to service. Service details: biomed stated unit wasn't reading tidal volume, checked evq, and found green build up around the thermistors. Biomed checked system logs found error lb0002. Error occurred the same day as the tidal volume was not reading. Biomed replaced evq with hospital owned evq, performed flow sensor calibration, est, sst and electrical safety. Unit passed all tests. Biomed verified that tidal reading were showing up. Biomed set vent to 300ml, vent measured 306ml. Replacing the evq corrected all issues.